Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient alleges erosion and infection. Erosion is identified in the adverse reaction section of the IFU. Regarding infection the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." To date this is the only reported complaint for this manufacturing lot of (B)(4) units released on (B)(4) 2013. If additional information is obtained, a supplemental MDR will be submitted.note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned

Event description:
The following was reported to davol by the patient: (B)(6) 2013 - the patient underwent a tram flap repair following breast cancer and a bard flat mesh was placed for additional strength to prevent herniation. (B)(6) 2015 - the patient began to have sores on the abdomen in the area of the surgical site and on the umbilicus. The sores opened up and became infected with large amounts of drainage. The mesh eroded and the physician pulled pieces of mesh out of her abdomen. (B)(6) 2015 - the patient presented to the ER and was placed on IV antibiotics. (B)(6) 2015 - the patient was evaluated by her md who attempted to "clean up' the wounds in the office. The md noted eroded mesh and referred the patient to the hospital. (B)(6) 2015 - the patient had abdominal drainage bags in place for two weeks before surgery is able to be performed. (B)(6) 2015 - the patient underwent an exploratory surgery with removal of the bard flat mesh. (B)(6) 2015 - two weeks postop the patient visited the md to have the staples removed and on the way home (2 hour drive), the wound dehisced. The patient returned to the md and now performs daily packing of the wound. Patient states the md is pleased with the progress of the wound at this time. It is reported that the patient will need to undergo an additional surgery in one year when the wound is completely healed.